Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained high blood glucose and being hospitalized. The blood glucose reading at time of the call was 81mg/dl. The customer stated that she was admitted as a precaution due to being pregnant. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.